Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. (B)(6).

Event description:
It was reported the speaker needed to be replaced due there being no sound. The device was sent to bench repair for further evaluation. It was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips bench repair engineer (bre) interviewed the customer, and they reported the device has a faulty speaker. The customer sent the device to bench repair for further evaluation. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could confirm the customer's alleged malfunction. The speaker did not produce audible sound. After the speaker assembly was replaced, the unit returned to working specification. The device was returned to the customer. No further investigation or action is warranted at this time.